Event description:
Information received indicated that when the brakes were activated the brake casters would swivel.

Manufacturer narrative:
The hill-rom technician replaced the head end casters to resolve the issue.